Event description:
It was reported that a patient presented to the clinic on (B)(6) 2022 with a complete loss of capture on their left ventricular lead. Extracardiac stimulation was also noted as a result of the lv lead which had previously caused the patient discomfort while trying to sleep. Programming changes were made to deactivate the lead. The patient was stable throughout.